Manufacturer narrative:
Date sent to the FDA: 06/15/2021. A manufacturing record evaluation was performed for the finished device batch mjq191 and no non-conformances were identified. Additional h-3 summary: visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code 8424 was received for evaluation. The product code is single-armed and on the detached needle, the swage and attachment area were noted to be as expected, marks by the surgical instrument were noted and no suture remnant could be observed into the barrel hole. The suture was not received for evaluation to determine the assignable cause. No conclusion could be reached as to what caused the reported complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the needle removed from the patient during the same procedure? What tissue/location was suturing when pull-off occurred? Customer was not able to provide further details. No patient harm had been reported. Sales rep assumes that fascia was sutured. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent a hernia repair surgery on (B)(6) 2021 and suture was used. During the procedure, the needle separated from suture during tissue passage. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.